Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the reported phenomenon, omsc assumed that the reported event was caused by failure of the pressure sensor mounted on the main circuit board. The defect of the pressure sensor may have been caused by peeling-off of wiring inside the pressure sensor due to either of the followings process error. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. Foreign matter (epoxy) had adhered to the pressure sensor due to mismounting the component. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During routine device inspection, an pressure sensor error (e03) was found. There was no report of patient injury associated with this event.

Manufacturer narrative:
It was found that the malfunction has already been reported through another report, MFR report number 8010047-2020 -04465. The reports that have been submitted with MFR number 8010047-2020-08860 are being retracted.